Event description:
It was reported by repair work order that the fowler was stuck in an elevated position due to the potentiometer malfunctioning. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.